Event description:
It was reported that the lead was not working properly and was "turned off." Further information has been requested and not made available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.